Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative (rep) reported pocket heat. The patient turned the stimulation off one week ago and reported "not as hot." There were no traumas or falls associated with the issue. The rep stated a healthcare professional (hcp) looked at the pocket and it appears healthy, not red or irritated. Additional information from a rep reported the pocket incision was checked for redness or signs of infection. The rep noted it looked fine. The rep also performed an impedance test which was fine. The patient plans to try different programs to see if that helps and also may try sitting differently on the couch since the heat seems to be positional. The rep stated the cause of the heat was unknown and they are unsure if the issue had been resolved. The patient is implanted for gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.